Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that about a month and a half ago the patient began feeling intermittent ¿shocking¿ down both legs. The shocking resolved only by turning off device. There were no known factors that could have contributed to the issue. The rep checked connections, impedances and adaptive stimulation settings for abnormalities but found none. The rep adjusted programming so that the patient didn¿t feel stimulation in legs and asked the patient to contact them directly if it happens again. It was unknown if the issue was resolved.